Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant - estimation. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure in (B)(6) 2015 was to treat a moderately calcified 65% stenosis in the left anterior descending artery (lad) in (B)(6) 2015. The patient presented with st elevated myocardial infarction. Pre-dilatation was performed, reducing the stenosis to less than 40%. The 2.5 x 18 mm absorb scaffold was deployed and post-dilated. Final angiographic residual stenosis was less than 10%. No imaging was done with either intravascular ultrasound (ivus) or optical coherence tomography (oct). The patient returned on (B)(6) 2016 with chest pain and scaffold thrombosis was found. A xience xpedition stent was implanted for treatment. It was confirmed that the patient had been compliant with the dual antiplatelet drug therapy (dapt) after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated: angiograms provided were only of a diagnostic nature, not of an intervention. At the distal end of a previously deployed metallic stent appears to be the radiopaque markers of an absorb scaffold. Within the margins of these markers is a distinct area of stenosis, although no obvious evidence of thrombus is seen. In conclusion restenosis of previously deployed absorb scaffold in the mid lad vessel. The reported patient effects of angina, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Cine review of the procedure observed restenosis in the absorb scaffold.